Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/21/2017 with the following findings: the black box and alarm history showed multiple cs 078 call service alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the call service alarm complaint was not duplicated. The pump¿s cover was removed and there was moisture corrosion observed in the battery compartment. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. The pump was opened to inspect the motor related components and moisture corrosion was observed at the j5 motor connector and c7. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.